Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the end user ran into something and took a chunk out of the cable that attaches to the joystick, the wires are exposed.